Manufacturer narrative:
Through follow-ups, customer does not have patient's information.

Manufacturer narrative:
Date of event: (B)(6) 2017

Event description:
Customer reported that the unit shut down while on a patient. Reportedly, the unit has the ac power led but will not turn on. Power supply was replaced a year ago. The customer reported that the device was used for therapy. There was no patient harm or injury reported.

Manufacturer narrative:
Patient's information was provided by the director of quality management.